Event description:
It was reported via trial that approximately 2 years post xience v stent implantation in a restenosed lesion in the proximal left anterior descending artery (plad), the patient had a positive stress test. Stenosis was found in the plad and mid lad. The plad was treated with cutting balloon and balloon angioplasty and the mlad was treated with balloon angioplasty. There was no adverse patient sequela reported. The patient was instructed to continue maximal medical therapy and was discharged on the same day in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported re-stenosis is listed in the instructions for use as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. In this case, the patient was hospitalization and treated with revascularization (additional therapy/ non surgical treatment). Additionally, it was reported that the xience v stent was placed in a restenosed lesion. The instruction for use note that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less that or equal to 28 mm) with reference vessel diameters of 2.5 mm t 4.25 mm. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatments appear to be related to the operational context of the procedure.